Event description:
Healthcare professional reported "rupture or capsular contracture (grade unknown)" for a device implanted in an underage patient. The device status is unknown. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture or capsular contracture (grade unknown)". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.